Manufacturer narrative:
The affected savina 300 and its logbook were analyzed by the manufacturer. On the days before the event, the user log shows that an intensive use of the device has taken place both on internal and external battery without allowing a sufficient charge of the device. On (B)(6) the device has been used alternately on battery and mains power several times between 7:03 am and 1:44 pm. At 1:44 pm, according to the logbook, a complete power failure occurred during operation. Preceding that the internal battery was in use since 1:42 pm, which was acknowledged by the user. According to log entries, the visual and acoustic alarms "internal battery under 30%" and "internal battery under 10%" occurred during this period. A test of the device showed no abnormalities with regard to the power supply, the power fail alarm and the other alarm functions. The batteries were fully charged in the laboratory and tested under the standard function of the device. This resulted in a battery run time of 22 minutes on external battery and 51 minutes on internal battery. In the test, it was also found that when the internal battery is fully charged, the last high-priority indication of the discharged battery comes six minutes before the device is switched off. The run time of the internal battery is within the specification, but the external battery is out of specification. From the analysis of the available information, we conclude that the device failed due to a depleted battery which was inadequately charged during intensive use. We could not confirm the reported missing alarming. According to the logbook, the specified alarms were generated by the device, but due to the low initial charge of the internal battery, it was technically impossible to ensure a use period of 5 minutes after the last battery alarm.

Event description:
It was reported that the device failed without alarm while on a patient. No injury has been reported.